Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient was to have magnetic resonance imaging (MRI) preformed of the I-spine for severe back pain. The healthcare provider (hcp) also noted that the patient had scoliosis and was currently in ¿excruciating pain¿. The device system delivered dilaudid. It was later reported that following the MRI the patient heard a dual tone alarm. The patient did not hear the alarm during the MRI. The patient stated that it had been 45 minutes since the MRI and the pump was still alarming. The patient noted that this had never happened before and this was not the first time she had an MRI. It was noted that the patient¿s dose was being increased. It was later reported that in reference to the event ¿related to it (intrathecal) catheter when patient transferred care to our facility, already had it catheter and it pump previously implanted¿. The device system was reportedly used to deliver dilaudid and hydromorphone. The patient reportedly experienced new back pain and leg pain ¿although had similar pain in the past¿. The patient also experienced burning pain with intermittent numbness. A new MRI showed an intrathecal catheter mass at l2/l3 at the entry site of the catheter and coursing along the catheter at that level. It was noted ¿not at tip of catheter¿. The patient was on low dose opioids re-started in (B)(6) 2013. ¿prior to that had the pump at minimal flow rate¿. On (B)(6) 2014 the pump medication was removed and the pump was filled with preservative free normal saline at 0.5ml per day. As of (B)(6) 2014 the patient denied any leg weakness and had been prescribed oral pain medications to manage pain. The plan was to repeat an MRI to re-evaluate the catheter mass in six months. It was noted ¿since fibrosis around catheter at entry site, probably not related to medication. Possible inflammation response to catheter¿.